Event description:
A customer observed a non-repeatable false positive total beta-hcg result on a pt sample. The result was not reported. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of pt harm as result of this event.